Event description:
It was initially reported that a pt was experiencing an increase in seizures. The physician indicated that the vns device was interrogated and checked without any issues and no changes were made to the pt's settings. The physician stated he would be having the pt's AED levels checked and would adjust the medications once the results were back, indicating that the increase in seizure activity may be due to medication; however, this cannot be confirmed. Good faith attempts to obtain additional info have been unsuccessful to date.